Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that reporter did back to back blood glucose testing, within minutes, using a different fingerstick and strips. The results were 275 and 96 mg/dl. Reporter did not have any symptoms. The lifescan representative reviewed qc procedures and discussed meter to lab testing with the reporter.